Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to be monitor and trend on similar complaints.

Event description:
The customer alleges that the unit will not stay powered on. No patient injury.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. Based on the investigation performed, the reported complaint was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 26 aug 2008 and will be replaced.

Event description:
The customer alleges that the unit will not stay powered on. No patient injury.